Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Due to wear, shaft fraying and bent.

Event description:
Due to wear, shaft fraying and bent.

Manufacturer narrative:
An event regarding damage involving a triathlon driver shaft was reported. The event was confirmed by visual inspection. Conclusion: the device was discovered during incoming inspection. One driver shaft was returned for evaluation. The device was returned in used condition. The device is observed to be bent/deformed on the flexible shaft. Scratch marks are also observed on the surface of the device. Damage and fracture observed on device consistent with contact against a hard object, in-service use and an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.